Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified issue. The rv lead was capped and replaced on (B)(6) 2012. Patient status was not reported.